Event description:
It was reported that multiple cartridge alarms (20, 30) occurred during the load sequence. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level ranged from 168-201 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.